Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Based on the information currently available, no root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the iol was defective. There was patient contact. The procedure was completed. Additional information has been requested, but has not been received.